Event description:
It was reported that "the jaws were found misaligned when the applier was checked after cleaning after use". No patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample was not returned for investigation. The manufacturer reported:" per customer provided information we are unable to perform a DHR review for the alleged defective instruments. Lot information has not been provided and these instruments have not been returned for review or evaluation as they were discarded at the end user's facility. We are unable to validate the alleged complaints for these devices. All devices of this type are 100% visually inspected prior to shipment to the customer as this is a standardized procedure for this product line at this facility. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the jaws were found misaligned when the applier was checked after cleaning after use". No patient involvement.